Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately thirteen (13) years. Through follow-up with the healthcare provider, it was learned the reason for re-operation was due to insufficiency secondary to degeneration. No additional details provided.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Structural valve deterioration (svd) can result in regurgitation and/or stenosis and, depending on the severity, can be an indicator for intervention. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.